Manufacturer narrative:
Date of death and date of event : approximately (B)(6) 2019. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. The cause of death is unknown, however, the physician does not feel the event is device related.